Manufacturer narrative:
Patient weight: information unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluation: the device was not returned at the manufacturing site as lens remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed three other complaints were received under this production order; however, the complaints could not be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complains of near vision is not as good as she wants, however, she does not want to take out the intraocular lens (iol) . The patient can read her credit card, but needs to put on readers to read the expiration date on credit card. The surgeon stated the lens meets expectations. Through follow-up, it was learned that the condition is debilitating as the patient cannot see intermediate distance. The patient received patient education as patient treatment. The lens remains implanted. No additional information was provided.